Event description:
It was reported during surgery, while using the posterior approach near the spine the surgeon hand tightened the lppg and the hppg on the same plate. After tightening and prior to drilling the construct "popped". The surgeon checked the guides, and both were loose. When the guides were removed, the surgeon noticed the broken low-profile guide. The broken piece was retrieved from the chest wall. It was also reported the guides were removed from service and other guides were used to complete the surgery with a 10-minute delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The primary guide assy, lowprofile (part number rbl2320, batch number l2010048) was returned for evaluation. The returned primary guide assy, low-profile (part number rbl2320, batch number l2010048) was examined under magnification. The curved slider of the guide was sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern was a brittle fracture, indicating a single over-loading event. There were minimal scratches observed on some surfaces of the guide, indicating light or minimal wear. The surgical technique warns that over-compressing the u-clip may damage the primary guide. Excess force can cause the u-clip to resist and push back on the guide. Additionally, if the plate is already compressed, manipulation of the guide to reposition the plate may cause a force greater than the yield strength. The plates used with the guide were not returned. Based on the information received, the root cause could not be determined.